Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The pod was removed, the cannula was noted to be bent and site was bleeding. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.